Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation during cybersecurity firmware upgrade. The device was successfully restored to original settings. There were no patient consequences.